Manufacturer narrative:
The results of the investigation are inconclusive as the product was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient reported their ipg is nearing end of life. The device has the appropriate level of battery voltage to provide therapy. However, device replacement may take place later.

Event description:
Additional information received indicated that surgery occurred wherein ipg was explanted and replaced. Effective therapy was established post op.

Manufacturer narrative:
H6 method code changed from "device not accessable for testing" to "device not returned".